Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, patient medical intervention is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
The article retrospectively evaluated 26 wide-necked and fusiform atherosclerotic or dissecting aneurysms that were treated with multiple overlapping stent assisted coiling (osac) and single-stent stenting. Two major recanalizations of middle cerebral artery dissecting bifurcation and internal carotid artery aneurysms noted after single-stent assisted coiling on the initial follow-up angiogram. These two aneurysms were re-treated by coiling with an additional overlapping stent assisted technique, and no evidence of recanalization on follow-up angiogram was seen during the 25.7 months after re-treatments.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown.

Event description:
The article retrospectively evaluated 26 wide-necked and fusiform atherosclerotic or dissecting aneurysms that were treated with multiple overlapping stent assisted coiling (osac) and single-stent stenting. Two major recanalizations of middle cerebral artery dissecting bifurcation and internal carotid artery aneurysms (cases 2 and 8 in table1) noted after single-stent assisted coiling on the initial follow-up angiogram. These two aneurysms were re-treated by coiling with an additional overlapping stent assisted technique, and no evidence of recanalization on follow-up angiogram was seen during the 25.7 months after re-treatments.